Event description:
It was reported that during the procedure, the physician was closing the pocket and the needle on the suture went through the lead. The lead was unscrewed with counterclockwise lead body rotations as the inner components of the lead were damaged and rotating the pin did not retract the helix. The lead was removed and replaced. There were no patient consequences.